Event description:
A surgeon reports a pt that is overcorrected following prk refractive surgery on both eyes. This report is for the left eye, the right eye is being reported under MFR report #1061857-2008-00106. Patient records were rec'd and indicate the left eye was overcorrected by +1.25 diopter and exhibited a -.50 diopter of residual astigmatism. The left eye also exhibited a 1 line decrease in bcva. The pt reported a shadow underneath everything and when looking at stoplights, sees another underneath.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined the laser performance factors analyzed were operating with specification during the time of this patient's surgery.